Event description:
Caller reported a cartridge alarm 30, with no adverse impact to the customer's blood glucose level. Customer could not successfully load a cartridge to resume insulin therapy despite assistance from technical support, as the cartridge alarm recurred. Technical support decided to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump.